Event description:
The customer reported broken bezel. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly. A review of the device history record showed the device had a manufacture date of 05/07/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the bezel assembly. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ail / ca-2014-0284, iui damages / ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken bezel. There was no patient involvement.

Manufacturer narrative:
This file no longer a reportable malfunction.

Event description:
The customer reported broken bezel. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported broken bezel. There was no patient involvement.